Manufacturer narrative:
(B)(4). Batch # n54w4g. The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing shuttle spring was found disengaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle spring became loose; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a pulmonary fissure procedure, the device could not fire on the first firing with a gold cartridge. The surgeon felt there was no audible feedback. For the sake of safety, another like product was used to complete the procedure. There were no adverse consequences for the patient reported. Could not fire.